Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the control bar was not in the correct position, the device needed an aged repair, the head and control bar had gouges, and the head, control bar, thickness control lever, motor, shaft, plates, bearings and gears were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device ran for the first case, was processed and failed during setup for second case. Error was described as skipping around when on. The timing of the malfunction was in between cases. There was no patient involvement hence no harm or delay involved. No adverse events were reported as a result of this malfunction.